Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported an air bubble in his insulin cartridge. He stated that he does allow insulin to reach room temperature before use. He stated that he primes the air from the system when he experiences bubbles. He stated that he does not adjust the piston rod of the infusion device prior to inserting the insulin cartridge. He was educated on the proper technique. The pt was instructed on how to remove the bubble from the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.